Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implant date: (B)(6) 2018; bis-is-15 adapter, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture was noted on two left ventricular (lv) leads. The leads were capped and replaced. One of the replaced leads is inactive, available for possible future use. No patient complications have been reported as a result of this event.